Manufacturer narrative:
(B)(4).

Event description:
Device analysis performed on the electrodes revealed that the shafts of all thirteen electrodes were found to be completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis. The functional tests could not be performed due to the separated shafts.